Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up MDR will be submitted if additional information is obtained.

Event description:
This report is for use error, home patient (hp) not aware of proper disconnection and reconnection procedure. During follow up for a low drain volume (ldv) alarm, where air in the patient line was also reported, the hp stated that she had disconnected prior to the alarm to go to the washroom and wasn't sure if she had followed proper procedures for doing so, perhaps that is how air got into the patient line. She did reconnect back to the setup. She did not follow up with her nurse and the writer advised her to do that immediately, and for future events. There was no patient injury or medical intervention indicated at the time of this report.

Manufacturer narrative:
(B)(4). This report of a use error was confirmed based on customer information;the home patient disconnected to go to the washroom and wasn't sure if she had followed proper procedures for doing so. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.